Event description:
During the second hour of hemodialysis treatment the patient died. In speaking with the nurse manager at the facility in 5/05, she stated that the cause of death is unknown at this time. The patient did have a history of underlying cardiac problems. There was no indication of a problem with the bloodline, all connections did appear to have been intact. However, the facility is asking that a third part complete the analysis of the sample. Concomitant equipment used was a fresenius 2008k machine and abaxter dialyzer.